Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. Insulin pump passed displacement test, rewind test, basic occlusion test, self test and unexpected restart error test. No compromised force sensor system alarm, no program alarm anomaly alarm, no signal too low alarm and no unexpected restart alarm noted. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call that the device alarmed program alarm anomaly alarm, signal too low alarm, and unexpected restart alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.